Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported on a voluntary medwatch form that post thermal ablation procedure on (B)(6) 2014 a hole was discovered in the balloon. There were no adverse consequences to the patient. No medwatch number was provided.

Manufacturer narrative:
This medwatch report is in response to receipt of maude event report (B)(4).